Event description:
The event is reported as: the markings on the endotracheal tube were coming off. Currently the tubes are secured with cloth tape and when removing or adjusting the tape, the numbers are coming off the endotracheal tube. No pt injury reported.

Manufacturer narrative:
Sample rec'd by MFR, but investigation is incomplete at this time of this report. A DHR (device history record) review was conducted on the reported lot number. The DHR investigation did not show issues related to this complaint.